Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 5ml of harmonyca lidocaine. One month later, the patient received touch-up injections with 2.5ml of harmonyca lidocaine. During both treatments the patient was pre-treated with topical compound lidocaine cream. The following month, the patient experienced non device related b aortic dissection, traumatic subdural hemorrhage, brain contusion, traumatic subarachnoid hemorrhage, right femoral neck fracture, mandibular fracture7, rib fracture(left side 1, 5, 8. Right side 2, 5, 6), scapular fracture9, lung infection, acute respiratory failure, pleural effusion, traumatic mediastinal hematoma, pulmonary contusion, pulmonary bulla, pneumothorax, fractures, iliac bone fracture, pubic symphysis fracture, s5 pyramidal fracture, pelvic effusion, gallbladder stones, hypoproteinemia, hepatic insufficiency, myocardial injury, insomnia, bilateral paranasal sinus inflammation and effusion, subdural effusion in the left frontal region, bilateral soft tissue of the frontal vertex, pericardial effusion and atelectatic inflammation of the lower lobes of both lungs. The following month, the patient experienced non device related right patellar fracture of the knee, difficulty swallowing, right-sided hemiplegia, accessory spleen, distal fracture of the right radius and fracture of the base of the 4th metacarpal on the right side. Due to hospitalization at an external hospital, the specific medications and treatments are unknown. All symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "hematoma, bleeding, infection, other-medical, and bone fracture(s)", deemed not device related is considered an unexpected adverse drug experience.